Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she was at her doctor¿s office with her cardiologist; the nurse and doctor noticed that she was perspiring a lot, she felt dizzy and clammy, and she could not respond properly to the people around her. The doctor and nurse put her in a wheelchair because they didn't want her to walk, and she was rushed to the emergency room (ER). At the hospital a finger stick result was 36mg/dl, which they told her was different from her cgm. She couldn't remember the reading on her dexcom but said that it just kept beeping; her son stated the cgm reading was 400 mg/dl and that based on that reading she had dosed with insulin, resulting in the hypoglycemic event and the need for hospitalization. The patient was treated with dextrose in the hospital, her condition improved, and she was discharged. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.